Event description:
Droplets were seen in the blister packaging of the graft during the procedure. The physician sent for another graft and droplets were again seen. Neither graft was used for the patient. The procedure was completed with a competitor's (gore) graft. There were no complications reported for the patient. Information received by bsc on 22oct2007 (MDR aware date): during an abdominal aortic aneurysm repair procedure, droplets were observed inside the inner blister of the graft's packaging. This first graft was not used. While the patient was opened on the operating table, a second similar graft was opened and droplets were again seen inside. The physician did not use this second graft and elected to complete the case with a gore graft. From the time the second graft was opened, the case was delayed for twenty minutes until the gore graft was received in the o.r. The patient's post-operative condition was reported as fine. There were no complications to the pt reported. The event (three weeks earlier) and procedure date (event date) are unk and have been approximated based upon the complaint aware date only for the purposes of this report.

Manufacturer narrative:
Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specification at the time of release to distribution. There are no similar or other complaints against the batch - not batch related. Upon visual inspection, the presence of clear and colorless droplets was confirmed inside of the inner blister. Conclusion: the presence of condensation (i.e. "Droplets") inside the inner blister of a hemashield graft is known condition consistent with the product having been exposed to unique environmental conditions (e.g. High heat and humidity followed by rapid cooling). An evaluation of the condensation in similar returned product determined that the condensation was compromised of glycerol and water. Glycerol, which is soluble in water, is a component of the collagen coating; its presence is intended to maintain suppleness of the collagen-sealed graft. Product exhibiting droplets has been extensively tested. Based on the extensive engineering studies, the probable root cause of the complaint mode is packaging design - related. No further investigations are required for these complaints since a corrective action for the type of complaint and the product family is already in process.